Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was ¿having problems¿ with the pump. The healthcare provider (hcp) wanted the patient to have an MRI to see if the medication was delivering to the intended location. The device system delivered baclofen. It was later reported that the hcp kept increasing the patient¿s dose but the patient¿s spasticity did not get better. The hcp scheduled a catheter dye study for (B)(6) 2013. It was indicated that the device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the catheter was replaced on 2013-07-25 because the patient was not receiving relief from his spasticity. Following the revision, the doctor told the reporter he ¿thought the pump connector was not fully inserted into the collet¿.